Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 11.5-11.9cm and 14.3-14.5cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion was noted at 26.2-26.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.0-20.1cm, 20.2-20.3cm, 20.5-20.8cm, 22.5-22.6cm, and 25.4-25.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 24.5-25.2cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate shock. An alert indicating a possible hv lead issue was observed. The lead was explanted.